Event description:
A 6f angio-seal vip was used to close a right common femoral artery puncture. A pre-deployment angiogram revealed that the artery was acceptable for angio-seal use. Ten seconds after deployment, bleeding occurred at the site. Manual compression was performed for fifteen minutes and hemostasis was achieved. A pressure bandage was applied, and the pt stayed in the hosp overnight due to the bleeding complication. The pt was okay.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.